Event description:
It was reported the programmer shuts down when a usb (universal serial bus) is placed into the port. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported programmer shut down. System error occurred during functional testing first attempt. Programmer successfully tested on second attempt with no errors. Programmer error log indicates system errors have occurred in the past. Programmer has registry corruption. Programmer hinge plate has two screws missing.